Event description:
The manufacturer received info alleging an issue with a ventilator's power supply. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, an issue related to the device's power supply was observed. The device's power supply was replaced to address the issue.